Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. All other measurements are normal and the cause of the impedance issue has not been determined. No intervention has been performed and the rv lead remains implanted and in service. No adverse patient effects were reported.